Manufacturer narrative:
(B)(4). It was reported during follow up that, on (B)(6) 2014, the patient was treated with fortax (1300 milligram every day for fourteen days, intraperitoneally) for peritonitis. On (B)(6) 2014, the patient was treated with vancomycin (1000 milligram every five days) for the event. On (B)(6) 2014, treatment with vancomycin was completed. It was reported that the patient recovered from the peritonitis on (B)(6) 2014. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced peritonitis. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. In the same month, the patient was hospitalized for the event for one night. The patient was treated with unknown antibiotics (dose, frequency and route of administration not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.